Event description:
Two days post transfemoral (tf) tavr procedure, tee showed that there was an obstruction in the left ventricle outflow track (lvot), and increased gradient. During the procedure, there was a great amount of difficulty crossing the patient's native valve. An ali catheter was unsuccessful, however, the jl4 allowed for the appropriate angulation as the patient's heart was very horizontal. The case went well with good results. The exact valve deployment position was unknown, however, it landed as intended. Pod 2 the patient experienced constipation, abdominal distention, and hypotension. After she "bared down really hard" for a bowel movement, she was also disimpaced. At that time an echo was performed and showed the lvot was obstructed and had increased gradient. The valve seemed to have moved more ventricular. The patient¿s condition continued to decline and after discussion with the family, she was made a dnr. Ultimately, the patient expired. The cause of death is unknown as an autopsy was not performed. The physician stated that she may have had a spontaneous aortic dissection after the strained bowel movement and disimpaction. There was no allegation of valve dysfunction by the physicians. The patient¿s native valve/leaflet was moderately calcification, and moderate aortic root calcification. The sinotubular junction (stj) was 25mm, with the sinus of valsalva (sov) was 28.6.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the late movement of the valve in unknown. It was believed that patient factors post procedure (vasovagal maneuvers during bowel movement) may have contributed to the embolization. There was no allegation of valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.